Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a hemorrhoid procedure, the staple did not form the b-shape. The surgeon had to suture. The surgery went well. The patient status is fine.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Visual and functional testing of the returned product confirmed the product met specifications that were tested regarding the reported condition. Product analysis suggests the product was used in a surgical procedure. The reported condition was not confirmed. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.